Manufacturer narrative:
Physio-control evaluated the customer's device and electronic records and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shuts off multiple times when the on switch is pressed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shuts off multiple times when the on switch is pressed. There was no patient use reported with the event.